Event description:
Pt. Was undergoing radiofrequency ablation (rfa) of the right l3 and l4 medial branch nerves, and dorsal ramus of l5. She experienced pain with the start of lesioning. The neurotherm machine was immediately turned off. Pt nerves re-anesthetized with .3-.5cc's 4% pf lidocaine. Machine re-started after 2 minutes. Pt again had pain and machine was stopped immediately within 1 second. Patient stated she had buttock pain. Pain side not specified, pain not described as burning. No pain down the leg. Sensorcaine was used to numb nerves, and again pain and machine immediately turned off. Technician noted machine did not reach operating temperature. Physician noted temperature after machine was stopped read 40-41 degrees c. At this point, patient was fine and did not continue to complain of (c/o) pain and was awake and responsive. All probes and grounding pad were changed out. Procedure was completed without further incident. At the conclusion of the procedure, patient was not complaining of increased pain. When all draping removed, burn was seen on left buttock. Tech had put grounding pad onto left buttock independently. Prior to procedure I asked if patient was grounded and had previously ensured that patient stated she had no metal implants where grounding pad would usually be placed. The patient was not moved or re-positioned prior to the procedure. The neurotherm machine never issued any warning of any kind that I am aware of, such as improper grounding, excessive impedance, nor did the machine shut down or failed to turn-on properly. The patient was taken to the recovery area in good condition. The burn was disclosed to the patient and her family and shown to the family. Plans for wound care were discussed in detail and after wound care was consulted, a silvadene ointment and dressing was placed on the wound. A modest amount of pain meds was prescribed. The patient was given toradol IV prior to d/o for increased buttock pain noted at that time. However, the patient also stated to me that the buttock pain she came in with, likely attributable to her facet arthropathy was gone. The placement of the grounding pad on the left gluteal region was not usual and was not communicated. Procedure aborted immediately when patient complained of pain. If equipment or grounding pad defective, I'm not sure anything could have been done. I think immediate termination of the procedure to troubleshoot prevented the situation from being worse. The grounding pad, in my experience, has been placed on the thigh not the buttock. Grounding pad placed on patients left gluteal/upper posterior thigh prior to beginning of radiofrequency ablation procedure. Pad was completely flat against skin. Patients skin was clean and dry prior to placement. Once everything was in place, the physician requested the patient shift her position for better images. Machine was tested and all functions appeared to be in working order. Patient c/o burning and pain in buttocks which is not uncommon for this procedure. Dr questioned her for exact location and she simply stated her "butt cheek hurt". The machine was immediately shut off and equipment checked. No abnormalities noted and pad placement checked. Second attempt had the same results and the machine was again shut off. On third attempt the readings did not reach the full temperature required to complete the procedure. At this point, machine again was shut off, probes removed, grounding pad removed and all new equipment opened and placed on patient. Second grounding pad placed on left posterior thigh under sterile drape. Procedure was then completed without incident bilaterally. Upon completion and removal of sterile drapes redness and blanching of two-three quarter sized areas on the skin of the initial grounding pad site was noted. The second grounding site was wnl. Clinic manager, or director and patient safety advocate were immediately contacted and wound care consulted. Physician spoke with patient and family at length. The initial grounding pad was retrieved and packaged for evaluation. Manufacturer response: for neurotherm, (brand not provided) (per site reporter). Machine was sent to manufacturer because the pm was due this month so it was sent once the event occurred to cover incident and for scheduled pm.